Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air water cylinder and air water channel of the gastrointestinal videoscope had foreign material. A root cause could not be identified. The customer provided the cleaning disinfection and sterilization (cds) processes where the use of simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus were not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air water cylinder and air water channel of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.